Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-10867, related manufacturer reference number: 2017865-2023-10868. It was reported that the patient presented in the clinic due to sepsis. The entire pacemaker system was explanted due to infection. The patient's condition was stable.